Event description:
It was reported that this patient with a pacemaker had a frightening experience where their pulse dropped to 30 bpm. The patient went to the emergency room, where she mentioned that it started up again after three or four hours, and had passed out twice in the intensive care unit. The following day the field representative was able to interrogate the pacemaker, and found that the device was set to low to keep up with the demands of the patient's heart. The device was reprogrammed to auto capture. No further information was known. The device remains in-service. No additional adverse patient effects were reported.